Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of death, seroma (late) and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: diagnosed with bia-alcl. Date of alcl diagnosis: unknown date in (B)(6) 2017.

Event description:
Patient representative reported patient ¿discovered a mass on her breast.¿ ¿[patient] underwent a biopsy which revealed alk negative alcl.¿ patient was ¿diagnosed with bia-alcl," "fluid of both the left ¿ breast capsules were positive for alcl. A mediastinal mass of the left chest wall, with extension into the anterior mediastinum, also revealed alcl." Treatment included: chop chemotherapy, brentuximab, ice therapy, and radiation therapy. The ¿radiation caused damage to [patient¿s] left chest wall with significant pain.¿ patient representative reported patient experienced ¿severe emotional distress, mental anguish¿ and "severe and permanent injuries." Patient was hospitalization due to ¿visible lesions on her chest and leg, significant weight loss, pneumonia and confusion;¿ these events are not related to the device. Patient stopped treatment of morphine after health continued to deteriorate. Patient representative reported patient ¿died as a direct result of having received two sets of defective biocell textured implants.¿ device was explanted. This record is for the left side.

Manufacturer narrative:
The event of "alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Diagnosing physician: dr. (B)(6) medical center, (B)(6), (B)(6).

Event description:
Pathological markers alk negative and cd30+ have been received. Alcl diagnosis is confirmed.